Manufacturer narrative:
Performed continuity resistance test and sensor failed per specifications. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm needle anomaly due to customer did not return insertion needles. Only sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of a bent cannula and blood at site. The transmitter stated that she was 47 mg/dl while her blood glucose was 225 mg/dl. The customer stated that the infusion set has been used less than 2 days. The customer stated that after they took the sensor out, there was blood at site. The customer stated that the sensor is not fully inserted. The customer stated that the site is uncomfortable. The customer was advised to inert in a different location and monitor site. The customer will be sent replacement sensors.